Event description:
Reporter alleged the needle in the lancet device remained out when the customer pressed the yellow button. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.